Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding this report without success. The device referenced in this report was not returned to olympus for evaluation. The cause of the reported phenomenon could not be conclusively determined. If additional and relevant information become available at a later time, then this report will be supplemented. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus received a medwatch report, which stated: "patient undergoing ercp with an attempt to use a mechanical lithotriptor to crush the stones for extraction. Stone basket became trapped on stone requiring surgical removal."